Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material inside light guide (lg) lens could not be confirmed. However, the foreign material may not have been removed from the forceps elevator due to imperfection of proper reprocessing caused by leakage of the device. Therefore, the root cause of the reported event cannot be determined. The event can be detected by following the instructions for use (IFU) section: inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus evis exera ii duodenovideoscope for an unspecified reason. There was no patient harm associated with the reason for the device¿s return. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found inside the light guide lens. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the unit had been insufficiently reprocessed as foreign material was found inside the light guide lens. If additional information becomes available following the device evaluation, a supplemental report will be filed.